Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed and the reported failure was confirmed. The monitor was installed on our pca test system. Started up without any errors. No issues during visual inspection. Started up and failed without video on the display. The complaint was confirmed based on the failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi has received the hrsv for failure analysis (fa) and is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the technical support engineer (tse) that surgeon side console (ssc) high-resolution stereo viewer (hrsv) left eye turned black while ports were being placed. The csr performed hard power cycle the vision side cart (vsc), but the issue was not resolved. The tse confirmed the issue upon reviewing error logs. The tse had the csr perform hard power cycle the ssc, but the issue persisted. Site continued the procedure with another ssc. The procedure was completed as planned with no reported injury.